Manufacturer narrative:
As no further information concerning this report is expected. Our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, that an alert for atrial intrinsic amplitude out of range was generated for this system. Review of the trended data showed measurements of 0.5mv to 0.9mv. Additionally, stored rythmiq episodes showed atrial undersensing. Followed by ap and functional blanking of vs causing vp and triggered rythmiq mode switch. No adverse patient effects were reported.